Event description:
The distributor reported that the zipper slider is broken. No pt incident or injury reported. The distributor did not provide the date this issue was discovered.

Manufacturer narrative:
Results: eval of the returned product found an open slider on the pt access of the right window side, 1 inch broken stitches on cap and on the zipper tape of the right panel side, and 1 broken element on the head panel side. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Never use the bed if the zipper pull-tab is missing or broken. Never leave the pt's bedside until all access panel zippers are securely closed. Quick-release buckles must be connected and closed on all four (4) access panels before leaving the pt unattended. Never use the bed if a zipper coil is kinked, misaligned, or has gaps, and does not close securely along the entire length. Test that all zippers open easily and close securely along the entire length of the zipper. Inspect zipper coils for any kinks or misalignment. If any are identified, zip and unzip the zipper. If condition continues, do not use product. (B)(4).